Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 2 of 3. The hp stated the supply bag disconnected. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and assisted to clear the alarm. The hp confirmed to complete therapy with manual supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated that the supply bag disconnected because the hp did not make the connection tight enough. The hp stated that therapy has resumed without further incident. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 alarm. Per the patient information the complaint is confirmed and the assignable cause was determined to be use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.